Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer changed the infusion set tubing and no further occlusion alarms occurred. There was no impact to customer's blood glucose level.